Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load a cartridge. The customer was eventually able to successfully load a cartridge onto the pump. There was no impact to customer's blood glucose level.